Event description:
A photopheresis procedure was being performed when the device detected a blood leak in the centrifuge compartment. Upon inspection, it was noted the drive tube was broken. The procedure had to be aborted and the pt lost approximately 80 ml of whole blood due to possible contamination. The physician and the pt were aware of the event. The manufacturer was contacted and the event was reported as well.